Event description:
The rptr did back to back blood glucose tests, within 10 minutes, using separate fingersticks. Reported results were 140 and 180 mg/dl. Rptr did not have any symptoms. Control solution testing was not done due to unavailability of supplies. The rptr stated that the confirmation dot on test strip was green. No harm was alleged. Followup attempts to contact the rptr for add'l info have not been successful.